Event description:
It is reported that the liner would not seat in the cup. A different liner was used.

Manufacturer narrative:
Eval summary: in general, hard surface bearing liner not seating may be caused due to one or a combination of the following factors: obstructed impaction due to style of approach (e.g. Mis, anterolateral) and/or pt geometries that may misalign or lower impaction force. Unintentional misalignment of the liner to the shell. Unseen 3rd body debris (e.g. Soft tissue, bone debris) on the shell and/or liner. Shell deformation from being implanted in hard bone, as hard bone was noted by the surgeon as being present. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: device history records indicate all components were manufactured and inspected to specification.